Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced sensor anomaly. The customer's blood glucose reading was unknown. The customer reported that the sensor broke. The customer stated that when she lifted the injector up, the sensor stayed on the mount and the needle went up into the injector. The sensor was returned for analysis.

Manufacturer narrative:
Evaluated one opened/used sensor separated from insertion needle. We were unable to confirm customer received sensor in said condition due to customer returned sensor opened/used. Complaint against serter.